Event description:
It was reported that during processing, the device was not meshing as the gear was damaged. No adverse event was associated with this device. Due diligence is in process with no response as of yet. If additional information is received, a supplemental report will be completed and submitted.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the device found the comb was damaged and therefore, functional testing could not be performed. Additionally, the cutter was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details regarding the event are available.